Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece. Visual inspection found the lead body insulation was punctured at the distal region consistent with procedural damage. No other anomalies were seen

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, insulation breach by a guidewire was noted. The lead was removed and replaced. The patient had no adverse consequences.